Event description:
According to the customer, on (B)(6) 2023 the catheter was noted to be "leaking", the individual was "voiding around catheter", and the foley was replaced.

Manufacturer narrative:
According to the customer, on (B)(6) 2023 the catheter was noted to be "leaking", the individual was "voiding around catheter", and the foley was replaced. The customer did not report any serious injury. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.